Manufacturer narrative:
Correction: in regulatory report 3004209178-2017-10570 b1 was incorrectly selected as both product problem and adverse event when it should have been adverse event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and chronic low back pain. It was reported that the patient called to report that they had the scs device removed and wanted to see if it was showing in our system. The patient wanted to update the manufacturer information. The patient stated that they had the scs device removed because they have the pain pump in for their degenerative disc disease. The patient stated that the scs wasn't MRI compatible and the device was no longer doing anything for them. No further complications were reported. No device complications were made.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.